Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir was explanted due to fluid loss from the reservoir. A new 100ml reservoir was implanted. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.